Event description:
It was reported in the critical care unit there was an 8.5fr introducer that was cracked at the accordion part. They placed the introducer for a pacemaker that was needed. After being in place in the patient's internal jugular for two hours, the nurse went to draw blood and air aspirated at this time. She noticed a crack in the accordion part of the introducer. As a result, they replaced the psi and the pacemaker. There was no harm to the patient.

Manufacturer narrative:
(B)(4).